Manufacturer narrative:
This bed was manufactured in december 1998 (17 years old). We do have a photo of the broken clevis pin; however, the user facility will not provide additional incident details or return the product due to advice from legal counsel. The bed parts are all warranted and have a life expectancy of 2 years with the exception of welds (15 years). This bed is well beyond normal life expectancy and would appear to be normal wear and tear on a bed of this age. This bed model was discontinued in 2003. Facility will not provide product.

Event description:
A clevis pin (qp1007) cracked on a comfort bed (q3000y) causing a patient injury (fracture of some kind). The bed was shipped on 1/05/1999 (17 years old) and no other details are available.